Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that her doctor had already performed troubleshooting on the insulin pump, and her doctor stated that the insulin pump appeared to be functioning normally. The customer stated that the insulin pump was programmed correctly and that it passed the prime and self tests. The customer also stated that she had received a few no delivery alarms on the insulin pump prior to the event. The customer declined to perform any additional troubleshooting at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.